Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with syringes. Customer's blood glucose value was 362 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer stated that she changed her reservoir and infusion set. The customer declined to further troubleshoot. The product was not returned for analysis.